Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker's battery measurements were erratic. Reportedly, in the first two months, battery had less than six months but on the following month it had less than 1.5 years. Recently, battery had only 0.5 years left. Boston scientific technical service (ts) stated that the programmer was populating gas gauge based on measurements. Further, analysis indicates device had no resets and no recorded memory errors. The device battery status was currently elective replacement near (ern) which should cause a 90 beats per minute (bpm) magnet rate. The daily measurement showed the device has been in retry several times during the past year and this more than likely has caused the fluctuating gas gauge that has been seen. This pacemaker was explanted. No adverse patient effects were reported.